Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) procedure, the patient experienced vertical monocular diplopia. The surgeon is concerned that the iol is possibly tilted. Additional information has been requested.